Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The investigation determined that the reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the superficial femoral artery (sfa). The absolute pro vascular stent delivery system was advanced into the patient anatomy, but was unable to advance over the steep bifurcation at the common iliac artery. An attempt was made to remove the stent delivery system; however, resistance was noted and the stent deployed in the common iliac artery, while still in the lock position and without initiation of the thumbwheel to deploy. The stent was noted to be well apposed to the vessel wall at several points and no additional intervention was performed. The target lesion was treated with a non-abbott stent. No additional information was provided.